Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning off by its own. The customer reported that the insulin pump turned off again display again after receiving a new battery cap. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. However, the insulin pump was received with corroded battery tube. The insulin pump powered up properly after battery installation and the operating currents are within specification. The insulin pump had minor scratches on the lcd window.